Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while he was attempting to apply the infusion set, the infusion set's tubing fell apart. His blood glucose level was 125 mg/dl at the time of this event. Moreover, he did not notice any damage to the infusion set when the package was first opened. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information available.